Event description:
According to the reporter, while inserting the catheter, the healthcare professional pulled out the guidewire, and the device was completely twisted. Nothing unusual was observed on the device prior to use. The catheter was not repaired. There was no leak. There was no luer adapter issue. Besides the reported issue, there were no other visible defects/damages found on the product at the time of the event. As a corrective and remedial action, the healthcare professional changed the catheter. The procedure proceeded and was completed after the remedial action was performed. There was no intervention/treatment required as a result of the event. There was no blood loss, and blood transfusion was not required. There was no reported patient injury.

Manufacturer narrative:
Additional information: b5, g3 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, while inserting the catheter, the healthcare professional pulled out the guidewire, and the device was completely twisted. As a corrective and remedial action, the healthcare professional changed the catheter. The procedure proceeded and was completed after the remedial action was performed. There was no catheter repaired. There was no leak. There was no luer adapter issue. There was no intervention/treatment required as a result of the event. There was no blood loss, and blood transfusion was not required. There was no reported patient injury.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, while inserting the catheter, the healthcare professional pulled out the guidewire, and the device was completely twisted. As a corrective and remedial action, the healthcare professional changed the catheter. The procedure proceeded and was completed after the remedial action was performed. The catheter was not repaired. There was no leak. There was no luer adapter issue. There was no intervention/treatment required as a result of the event. There was no blood loss, and blood transfusion was not required. There was no reported patient injury.

Manufacturer narrative:
Correction: d-6a, d-6b, g3. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.